Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll corporation for evaluation. However, the customer provided a video. During a review of the video, the customer's report was observed and attributed to the installation of an incompatible configuration. Therefore, the device was recertified and returned to the customer with incorrect sequence/setting. It is recommended not to install any previously saved configurations or to configure the device manually. Analysis of reports of this type has not identified an increase in trend.